Event description:
The affiliate explained that both microsensors were implanted into the pt but were not working, and therefore explanted. It was reported that the microsensors could not be zeroed or that the monitor would not prompt the surgeon to zero the microsensor. Surgery time was extended due to trying 2 microsensors instead of usual routine of only implanting one. The surgery was not completed. The surgeon did not proceed with icp monitoring.

Manufacturer narrative:
It is anticipated that the device will be returned to codman for eval. Upon completion of the investigation, a follow up report will be filed.